Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were tested on the bench and an internal anomaly within the hv capacitor assembly was found. The cause of the extended charge time was an internal anomaly within the hv capacitor assembly. The reported premature battery depletion was not confirmed as the battery depletion was consistent with the device charge history.

Event description:
It was reported that an alert for extended charge time was observed on the device while still in the box. A capacitor maintenance was attempted but was unsuccessful. The device was not implanted.

Event description:
New information received notes premature battery depletion.